Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Impact code f23 captures the reportable event unexpected medical intervention. Block h10: the returned advanix-naviflex biliary stent was analyzed, and a visual evaluation noted that the suture holes were torn. The stent, guide catheter and pull wire were kinked. The guide catheter was detached from the pull wire. Functional analysis could not be performed since the device was returned deployed. No other problems with the device were noted. The reported event was confirmed. Based on all the gathered information, most likely, user manipulation, technique and/or anatomical factors encountered during the procedure may have contributed to the guide catheter and stent kink. Once these kinks were present, the user may have felt resistance while trying to deploy the stent. This may have led the user to apply additional force/tension and as a consequence, the suture holes tore, and the pull wire kinked. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement. The procedure was performed to treat a biliary stricture in the biliary system on (B)(6) 2023. During the procedure, when the physician pulled the pull wire to deploy the stent, the guide catheter broke while still through the inner diameter of the stent. The broken piece of guide catheter was removed with a retrieval device and another advanix biliary stent was used to successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure was performed to treat a biliary stricture in the biliary system on (B)(6) 2023. During the procedure, when the physician pulled the pull wire to deploy the stent, the guide catheter broke while still through the inner diameter of the stent. The broken piece of guide catheter was removed with a retrieval device and another advanix biliary stent was used to successfully completed the procedure. There were no patient complications reported as a result of this event.